Event description:
The hosp reported that at the completion the coronary artery bypass graft procedure, the heartstring seal didn't unravel completely during removal process causing the sutures to tear. The surgeon used repair stitches to correct the torn suture. No other patient complications were reported.